Manufacturer narrative:
Patient weight requested but not yet provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient presented in the emergency room with low flows ranging from 1.8-2.0lpm. The patient's heart rate was 92 bpm and mean arterial pressure (map) was 84 mmhg. Clinical specialist recommended that an echocardiogram be obtained, which showed the aortic valve opening every beat, and reduced left and right ventricle function were noted. It was recommended that patient's log files be sent in for evaluation. The patient was otherwise stable but continued to have low flows. A review of the log files by technical services found a flow drop below 2.5lpm on (B)(6) 2021 at 2058, and the speed remained below the low flow threshold for the rest of the log. Speed adjustments were also noted on (B)(6) 2021. The pump was seeing a reduction in blood volume. The patient had an elevated lactate of 4 mmol/l. It was advised that the patient have a CT to rule out outflow graft obstruction/ thrombus /occlusion, and it was confirmed that the patient had an outflow graft occlusion at the site of the outflow graft anastomosis. A small driveline tear was also noted. The vad coordinators requested the patient's controller be upgraded to the low flow 2.0 lpm software. On (B)(6) 2021, the patient passed away.